Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device's jaw lever is very stiff, does not spring forward after user lets go. With the stiff jaw lever, it is difficult to open and close the jaws. The device was brought to the attention of manufacturing/engineer for a possible jaw/spring issue. It was reported that the jaws was difficult to open. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during thoracoscopic assisted left upper lobectomy procedure, about 10 minutes into surgery, at the time of sealing of tissue, the jaw did not open. The jaw did not get stuck to the tissue. The handle was pushed out more forcefully thanusual and the jaw was opened to remove it. The device was cleaned frequently. The knife blade was extended, but it did not protrude beyond the edge of the jaws. There was no patient injury.